Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to the following mechanism: 1. The sheath was pushed out while the endoscope was at a difficult angle, causing the sheath to come into contact with the endoscope¿s internal components. 2. Furthermore, forcing the sheath out from that position caused it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use aspiration needle to the service center for a separate issue. During the device analysis, the investigator indicates that the sheath was found to be partially peeled and damaged. There was no patient involvement.